Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue with contamination and a display failure. This report is made based on results of investigation completed on 04/28/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/28/2014 with the following findings: during investigation, the up arrow keypad button was intermittently unresponsive. Evidence of contamination was found under all key contacts. The display screen was dim and discolored. The contrast button was unresponsive; which has no effect on insulin delivery. The keypad cover was peeling at the contrast button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).